Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pneumatic tap area and ensure the cartridge was correctly attached. The customer followed the on-screen instructions, successfully completed the loading process, and resumed insulin delivery.